Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the hysteroscope had burnt tip and sharp edge causing separation on the lens. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. B5 correction h4 added manufacturing date h6 correction (impact code) based on the results of the investigation, olympus confirmed the complaint. Based on the investigation, it is likely that the damage observed on the distal end resulted from improper handling of the device. However, the root cause of the complaint could not be conclusively determined. The device IFU (instructions for use_ 99-1080_bg) states: "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects;" "keep the distal tip of any electrode, probe, laser fiber, or other ancillary device in the field of view at all times when active." ( page 4) olympus will continue to monitor field performance for this device.

Event description:
No reports of patient involvement.

Manufacturer narrative:
Correction: product model number and UDI number updated. Model number was updated from m3-30a to rexm3-30a, and UDI was updated to (B)(4).